Event description:
It was reported that a tandem mobi cartridge alarm occurred three times, and the customer was unable to resolve it after attempting to reload the cartridge twice. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer replaced the cartridge to resume insulin delivery, and tandem technical support confirmed the alarm issue. As a corrective action, technical support decided to replace the pump and submitted a return merchandise authorization (RMA) for a mobi replacement.